Event description:
It was reported that the patient presented to the clinic due to device vibration. Upon interrogation, low impedance was observed. Pocket manipulation and arm movements showed normal values. The patient notifier was turned back on and the svc coil were programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.